Event description:
Baxter reports a fiber leak noted at the onset of the patient treatment noted by a blood leak alarm on a baxter system 1000 machine that could not be reset. The treatment was stopped at this time and no blood returned to the patient. The same lot dialyzer was used to complete dialysis without incident. No patient injury or need for medical intervention was reported.